Event description:
The adhesive on the dexcom continuous glucose monitor (cgm) burns through the skin of my child with type 1 diabetes. My child's life depends on wearing an insulin pump and is greatly safeguarded by wearing a cgm that has alarms to alert for dangerously low blood glucose. Her skin reaction was so severe that she required significant medical care in order to recover without infection. Her skin was scarred from the experience. She can no longer use the dexcom, which greatly compromises her safety. Her blood sugar recently and inexplicably dropped to 40 at school. Had she been able to wear a cgm, an alarm would have alerted those caring for her to the drop in glucose levels before eit became an emergency. After we took the dexcom off, even with medical care, she could not wear adhesives for another 6 months without reaction. For a child whose life depends on medical devices adhered to her skin with adhesive, this greatly compromises her safety and her health. My daughter's skin can tolerate the adhesive on her insulin pump, and she does not have overly sensitive skin. The adhesive on the dexcom is completely different than most adhesives. Without a cgm, the life of a child who is too young to sense low blood glucose levels is in danger. When dexcom was alerted to the fact that their adhesive regularly causes catastrophic skin reactions, they consistently report that this is a rare occurence. Given the documentation of dexcom rashes by parents and those whose health requires the use of a cgm, this is clearly not true. Reactions to dexcom adhesive are so well documented that there are literally hundreds and hundreds of blogs, online videos, and (B)(6) sites (with thousands of members internationally) specifically addressing how to manage severe reactions to dexcom adhesive. My daughter's endocrinologist at (B)(6) even gave a seminar on reactions to dexcom adhesive. When we've called dexcom to alert them to the problem, their answer has been the same that has been documented by hundreds of others: the rash is rare and the adhesive is fine. The adhesive is clearly not fine. For those whose lives depend on a cgm, many use a combination of barrier methods, steroid sprays, and steroid creams to try to make the dexcom device bearable.